Event description:
The technician alleged the side rail does not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail latch pin, latch cover, latch spring and shoulder screws to resolve the issue.